Event description:
It was reported that a clearlink solution set had a damaged connector. This was observed before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and no issues were found related to the reported condition during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.